Event description:
Medtronic received a report that the pusher wire broke. It was also noted that resistance occurred during the procedure in the middle section of the catheter. Pushwire break/separation occurred and all broken segments of the pushwire were removed from the patient. The stent was removed from the patient. The procedure was completed well using another product. The  reported device and any accessory devices were prepared as indicated in the instructions for use (IFU). There were no patient symptoms or complications associated with this event. Ancillary devices include a fubuki 8f guide catheter, rebar18 microcatheter, and synchro 14 guidewire.

Manufacturer narrative:
Continuation of d10: product ID unk-nv-rebar (lot: unknown); product type: ; implant date n/a; explant date n/a medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Product analysis: as found condition: the solitaire x revascularization device was returned for analysis within a shipping box and a plastic bio-pouch. Damage location details: the solitaire x revascularization device was returned within its introducer sheath. No damages were found with the introducer sheath. The solitaire x pusher was found bent at ~16.0cm from the pusher's proximal end. No damages were found with the pusher marker coil. No breaks/separations were found with the pusher. The stent was found still attached to the pusher. The stent¿s proximal marker glue domes were found damaged. The stent¿s non-working and working length struts were found to be in good condition. Testing/analysis: the solitaire x revascularization device was pushed out from within its introducer sheath without issue. Conclusion: based on the device analysis and reported information, the customer¿s ¿pushwire break/separation¿ report could not be confirmed. No breaks/separations were found with the solitaire x pusher. Regarding the customer¿s ¿resistance during delivery¿ report, the issue was confirmed. Damage to the solitaire x stent proximal marker glue domes can occur if the device is advanced/retrieved against resistance. Possible causes of ¿resistance¿ include using an incompatible catheter, catheter damage, patient vessel tortuosity, or user not maintaining continuous flush. The rebar-18 catheter used in the event was not returned. Therefore, an analysis could not be performed, and any contributing factors (i.e., damage) could not be assessed. The rebar-18 catheter has a labeled inner diameter (ID) of 0.021¿. As indicated in the solitaire x instructions for use (IFU), ¿all solitaire x revascularization devices should be introduced through a microcatheter with an inside diameter of 0.021-0.027 inches.¿ therefore, the rebar-18 catheter was found co mpatible with the solitaire x revascularization device. Information regarding whether a continuous flush was used or if there was any patient vessel tortuosity was not reported. The cause of the reported resistance could not be determined. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.